Event description:
It was reported that the pump touch screen was cracked and unreadable. The customer reverted to a backup insulin pump.there was no adverse impact to the customer¿s blood glucose level.